Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced performance issues that led to a clinical evaluation. Troubleshooting did not resolve the issues and a device revision was performed. The reservoir was noted to be empty; therefore, it was removed and a hole was identified. A new reservoir was plugged in to the existing components. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.